Manufacturer narrative:
Analysis found the unit with the case cracked on the lcd display window corners. However, the unit passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm were noted during testing. Also, the unit had intermittent button response due to corroded keypad traces. There was no moisture damage on the motor assembly or electronic assembly note during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received no delivery alarms. Her blood glucose was 78 mg/dl at the time of incident. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised customer to attach a plunger and manually prime. The customer states insulin exited easily. Explained there may be a possible site related issue. She also stated that there was a crack near the lcd screen. She had found moisture under the screen and the insulin pump had fluid exposure in the past. The customer was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.